Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise resulting in pacing inhibition. Extra cardiac stimulation was also noted. The rv lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.